Event description:
The account alleged that left side rail will not latch. No pt impact.

Manufacturer narrative:
The account found the left side rail was bent and would not latch. The account replaced the left side rail to resolve the issue.